Event description:
Please refer to report 0009613350-2019-00397.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection. Event description: it was reported that the patient was implanted on (B)(6) 2007 with a total hip prothesis. Head and liner were revised on (B)(6) 2007 due to infection (see (B)(4). A new alloclassic insert and a competitor's (depuy) metal head were implanted. On (B)(6) 2013 all products were revised due to infection. Review of received data: multiple x-rays have been received. However, review of x-rays will not enhance investigation as infection is not visible in x-ray images. Initial implantation report dated (B)(6) 2007: diagnosis: high degree of coxarthrosis right hip side procedure: cementless total hip procedure no complications are noted. First revision report dated (B)(6) 2007 (see (B)(4): diagnosis: early infection (secretion due to soft tissue and joint infection) procedure: synovectomy combined with debridement. Change of head and inlay. Removal of inlay. No signs of infection in the area of the cup. Cup is well seated. Cone of the stem is cleaned. Reimplantation of a new alloclassic inlay and depuy femoral head (competitor). No complications are noted. Second revision report dated (B)(6) 2013: diagnosis: infection. On the day before, 200ml pus with gram-positive coocus were extracted from the patient. Procedure: girdlestone symptom, removal of cup and stem during procedure, large amount of pus released. Large area of infection detected. Low grade infect. Removal of head and inlay. After removal of cup, pus is detected at the anchorage side. Upper third of stem is surrounded by infection tissue. Removal of stem requires a lot of effort. Bleeding in the area of the stem. Implantation of cerclage and cement spacer. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Compatibility: as the femoral head was manufactured from a competitor, the implants were found to be not compatible. An off-label use has been performed. Instruction for use for alloclassic stem and for alloclassic cup state that early or late infections are possible side effects and should be considered when implanting zimmer biomet devices. Moreover, they list general instructions, risk factors, sterilization instructions, storage and handling instructions. Conclusion: it was reported that the patient was implanted on (B)(6) 2007 with a total hip prothesis. Head and liner were revised on (B)(6) 2007 due to infection (see (B)(4). A new alloclassic insert and a competitor's (depuy) metal head were implanted. On (B)(6) 2013 all products were revised due to infection. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production for the known lot numbers. The investigation results did not identify a non-conformance or a complaint out of box (coob). Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificates of the affected known lots have been reviewed and was found to be according to specification. Moreover, no trend on infection has been observed for these part or known lot numbers. Therefore, it is highly unlikely that a disadvantageous product design or processing favored or contributed to the infection. As the infection has occurred after more than 6 years in vivo, a contribution of the implants is highly unlikely. However, the IFU for femoral stems and acetabular cups state that early or late infections are possible side effects and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong re-sterilization procedures for sterile delivered parts or packaging failure during transportation. Moreover, an off-label use has been performed. It remains unknown whether this off label use has contributed to the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - patient date of birth. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to event description.

Event description:
No change to description of event.

Manufacturer narrative:
New information has been made available: ref: 01.00121.090 lot: 2318345 (alloclassic offset stem 9). Ref: 3535 lot: 2386833 (alloclassic csf anchor cup 61). Ref: 3525 lot: unknown (alloclassic csf insert 61/32). Concomitant medical products according d11: item#: 3535 name: allocl csf anchorage cap 61 lot#: 2386833. Item#: 3525 name: alloclassic csf insert 61/32 lot#: unknown. New information will be reviewed and the investigation will be updated, a additional report will be submitted when investigation results becomes available. Zimmer biomet¿s reference number of this file is (B)(4). Note: patient underwent two revision surgeries (B)(4) captured revision of the hip tep due to infection. (B)(4) captured the first revision due to infection. The following reports are associated with this event: 0009613350-2019-00623, 0009613350-2019-00624.

Event description:
Please refer to report 0009613350-2019-00397.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that the product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to infection.the in vivo time of the device is 6 years. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery on an unknown side due to infection and fluid collection.